Event description:
When the event occurred, the pt had been wearing this extended wear lens type for approximately a month and a half, and this pair of lenses continuous wear for 2 days. The pt went to a practitioner who referred the pt to an ophthalmologist. The ophthalmologist noted a lot of "mucopus" as well as keratitis and sent the pt for a culture. The ophthalmologist diagnosed streptococcus pneumoniae bacterial keratitis associated with wearing extended wear lenses. There was episcleritis and infiltration of the cornea that settled in 4 days with chloromycetin drops. The ophthalmologist indicated that the pt could resume lens wear, but recommended daily wear lenses rather than extended.